Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital with suspected pump thrombus. The patient had elevated ldh and liver enzymes (lft's/liver function studies), low hemoglobin/hematocrit and was started on dobutamine. Nine days later the patient's lvad was exchanged due to suspected thrombus. The patient remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.